Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. Photos and images were provided for review. The investigation of the reported event is currently underway. D2b (nip; fge). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent stent placement procedure using lifestent. It was reported that the stent partially deployed and then allegedly just stopped deploying. There was no reported patient injury.